Event description:
This patient is a participant in a study, and experienced this event post approval. Patient with a history of neck pain for greater than one year was treated conservatively with medication (non-narcotics and anti-inflammatories) and physical therapy. Patient underwent placement of prodisc-c at c4-c5, c5-c6 and c6-c7. Patient was evaluated at 6 weeks, 3 months, 6 months, 12 months and 18 months. Patient reported exacerbation of arm and neck pain 2 months post implant, and was treated conservatively. Patient reported increasing arm/trapezius pain and underwent right sided foraminotomies. The prodisc-c devices were left intact during this procedure.

Manufacturer narrative:
Subject device remains in the patient. Manufacture site and manufacture date cannot be determined without a lot number. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Determined that this event is consistent with prodisc-c post market experience, and no investigation of this event is necessary based on comparison with approved device trends. A thorough training program for surgeons and sales consultants was put in place. Surgeons and sales consultants must complete the training program prior to performing prodisc-c total disc replacement surgery.